Event description:
The customer reported the appearance of "blush" artifacts in brain scans. A review of the images by philips clinical applications identified the artifact as the "button" artifact. There was no report of pt misdiagnosis or mistreatment as a result of the artifact.

Manufacturer narrative:
The device was evaluated by a philips medical field service technician who determined that detector modules were faulty. No subsequent artifacts have occurred since replacement of the detectors. The reported artifact was described as a "button". There is a potential for injury by mistreatment because the user may not properly interpret the data as an artifact. Although there was no report of pt misdiagnosis or mistreatment, philips has received similar reports of misdiagnosis of button artifacts caused by a device malfunction. Similar reports of malfunction related button artifacts resulted in the decision to file mdrs. The need for this MDR was identified during a retrospective review of complaint records. (B)(4).